Event description:
The event involved a primary plum set, 15 micron filter in sight chamber, clave secondary port, clave y-site, secure lock, 272 cm where it was reported that when changing the set, it was unpacked, and the usual medication flow was initiated. Upon checking the flow, it was evident that the tubing was broken and had a visible fissure. The event occurred during use with patient, but resulted in no harm.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6). The device was received for evaluation. The investigation is pending.

Event description:
Additional information was provided by the customer on 13-jun-2025 informing that the lot number is actually unknown and that they do not know the expiration date for the product.

Manufacturer narrative:
Received one used 14001-31, primary plum set for inspection. A cut was observed in the tubing typical of a sharp object. The reported complaint of primary line damage can be confirmed due to the cut in the tubing. The manufacturing process was reviewed and there are no sharp objects or instruments on the manufacturing floor capable of the observed damage as a preventative measure. The probable cause of the cut tubing is a sharp object during use. The device history record review could not be conducted because no lot number was identified. Corrected information can be found in b5, d4, e1 - initial reporter phone, e3, g2 - report source initial reporter full phone #: (B)(6).